Event description:
Customer reported issues with the insulin pump. Customer states notification on the display screen disappeared. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No battery cap assembly received with the insulin pump and we are unable to verify battery cap anomaly. However, the insulin pump powered up properly after battery installation using a test battery cap. The insulin pump was received with cracked case at display window corners, battery tube threads and with minor scratched display window.